Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism deployed late. The pod was not worn. Patient blood glucose levels were measured to be 220 mg/dl.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 48 first prime pulses and was deactivated at 58 pulses. Inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late. It could not be determined whether the high pulse width and drive stall are the root cause for the reported event as the device arrived fully deployed. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred.